Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to an environmental condition issue. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the electric pen drive device had unintended motion, was corroded and the motor was worn. It was noted that the device activated directly after turning the mode selector to forward or reverse due to a short on the controller. It was further determined that the device failed pretest for check power with power test bench, check speed with tachometer and check function with test hand switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.